Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture in the ventricle was observed on the egms. The capture trend shows that the device went into high output mode for the ventricle twice over the last year. There were no other lead measurements that were out of range. It was recommended to assess the lead function. No patient symptoms were reported.